Manufacturer narrative:
(B)(6) 2018 - the customer performed troubleshooting with instruction from philip's technical support. The customer ran the unit but was unable to duplicate the alleged issue. The unit was returned to service.

Event description:
The customer reported at start up the screen was black with a 1014 (post timer/24v failure) code displayed. There was no patient or user harm reported. The event date was not specified; estimate used.